Manufacturer narrative:
(B)(4). This report involves a patient who experienced suspected peritonitis in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was suspected to have peritonitis coincident with continuous ambulatory peritoneal dialysis therapy. The event was manifested by cloudy effluent. The cause of the event was not reported. The patient was hospitalized for the event. Treatment details were not reported. Action taken with dianeal and extraneal therapies were not reported. The patient's recovery status was not reported. No additional information is available.